Event description:
It was reported that during a procedure to treat atrial fibrillation using an intellanav mifi open-irrigated ablation catheter, the catheter exhibited a tear in the irrigation port. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Upon receipt at post market quality assurance laboratory the catheter underwent visual inspection which revealed that the irrigation extension tubing was found completely detached from the luer fitting at the adhesive joint, consequently confirming the reported clinical observations.

Event description:
It was reported that during a procedure to treat atrial fibrillation using an intellanav mifi open-irrigated ablation catheter, the catheter exhibited a tear in the irrigation port. The catheter was replaced with another of the same model and the procedure was completed. No patient complications were reported. The device was returned for analysis.